Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9,h3,h6,h11 the device was returned to olympus for inspection and the reported failure abnormal image (blackout) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rear light guide bundle damaged and water droplets inside the glass of the light guide rod a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had abnormal image. The issue was found during set up and inspection for use. There were no reports of patient harm.